Manufacturer narrative:
Device evaluation - the device history record was reviewed for the reported lot number. The review showed no related observations identified to suggest the reported issue was observed during production. Five samples were returned for evaluation. Visual examination was performed: no visible damage or workmanship issues were identified. The devices were given delivery testing; this showed each device met with delivery accuracy specifications. The devices were found to function as specified without causing any pump alarms. During production several requirements are in place to mitigate the potential for delivery issues. For example, the cassette bag loading operation includes the requirement that the medication bag folds from each side toward the center (specification allows for 6.6mm to 9.5mm). The cassette bag loading operation requires the pump tube height is measured and verified within specifications and adjusted where necessary. The cause of the reported issue was not established because the reported issue was not confirmed during testing of samples.

Event description:
It was reported the device was in use for epidural administration of ropivacaine/sufentanil. The reporter stated that several patients have reported complete anesthesia and itching following the second bolus dose. The user checked the device; the pump display showed the medication cassette reservoir was empty, but medication remained in the cassette. No adverse effects reported.